Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation port damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "did not expand within a certain period of time (about 3 times)". The device has been explanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: crease flat, wear abrasion and brown particles in the shell. Leak test and microscopic analysis was performed which identified: two openings striated on radius. Based on the device analysis the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported "did not expand within a certain period of time (about 3 times)". The device has been explanted.